Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 04/21/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 04/03/2014 with the following findings:a review of the pump¿s black box history showed that the pump was suspended several times. All ¿suspend¿ warnings occurred during the time suspend mode was active. All keypad buttons functioned appropriately. None of the buttons were hypersensitive. During testing, the pump was suspended and resumed with no issues occurring. The ¿suspend¿ was recorded appropriately in the pump history. A bolus was attempted while the pump was in suspend mode and the pump emitted a ¿no delivery, pump suspended¿ warning. The pump suspend mode was turned off and the pump was able to perform a bolus with no issues. There were no other suspends recorded in the pump history during the time of the investigation. The pump was opened and no internal defects were found. The complaint of the pump self-suspending or suspending without user intervention was not able to be duplicated during investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (suspend) issue. The reporter alleged that the pump was self-suspending or suspending without user intervention. The user does not believe they put the pump in suspend mode. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.